Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system was displaying intermittent calcium reference drift errors. Customer reported that when they pulled the ion selective electrode (ise) module up to troubleshoot, they found a leak in the area of lines 14 and 18. Bec customer technical specialist (cts) assisted the customer to troubleshoot the issue and the customer found the drain tube was full. Upon further examination, the customer found fibrin on the face of the drain valve on the opaque white valve spacer. The customer cleaned and reassembled the valve. On a follow-up call on the same day, customer reported that the troubleshooting was successful, no further leaking was observed and the drain was emptying. Cts suggested to the customer that they perform the modular chemistry (mc) probe and collar wash cleaning procedure as documented in the instruction for use and calibrate all mc chemistries. On a follow-up call the next day, customer reported that "all is ok." Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).